Manufacturer narrative:
Updated data: a4. B3. B5. B7. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 5 years and 8 months following the implant of the valve, the patient presented with dyspnea on exertion and a holodiastolic murmur was present. Subsequently, aortic stenosis, severe aortic regurgitation, dysarthria due to a recent cerebral vascular accident (cva) were present. It was noted that the patient was recently admitted for heart failure, and the patient was experiencing acute heart failure with preserved ejection fraction.

Event description:
It was reported that approximately 5 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve failed due to severe aortic insufficiency (ai). Additional information was received that approximately 5 years and 8 months following the implant of the valve, the patient presented with dyspnea on exertion and a holodiastolic murmur was present. Subsequently, aortic stenosis, severe aortic regurgitation, dysarthria due to a recent cerebral vascular accident (cva) were present. It was noted that the patient was recently admitted for heart failure, and the patient was experiencing acute heart failure with preserved ejection fraction. Additional information was received indicating that the cva occurred approximately 8 months after the valve implant procedure. The patient developed slurred speech and word finding difficulty. The patient was hospitalized and magnetic resonance imaging revealed the stroke. The cause of the stroke was tiny distal embolic ischemic foci relating to the valve implant procedure. Other factors that contributed to the stroke were the patient's pre-existing atrial fibrillation and calcified anatomy. The patient was discharged the following day. Of note, the ai was central and severe. Per the physician, the valve contributed to the patient's heart failure. Diuretic medication was administered to treat the heart failure. It is unknown whether the valve contributed to the mitral regurgitation.

Manufacturer narrative:
Updated data: b2. B3. B5. Added second paragraph. E1. E4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve failed due to severe aortic insufficiency (ai).